Event description:
It was reported that during a vertebral artery (va) stenosis case, subject balloon catheter was used. Physician was unable to inflate the balloon of the subject balloon catheter during the procedure. When checked, leakage was found so the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
B1 adverse event/product problem - corrected no product problem. H1 type of reportable event - corrected - no malfunction . There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned subject device found no visual defects and the subject device was found to be intact. Functional testing revealed that the subject balloon could be inflated/deflated without difficulties and there was no leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were not confirmed during the analysis. The device met specifications when received for complaint investigation. The subject device was returned and analysed and there were no anomalies noted to the device. The balloon could be inflated and deflated during functional test without difficulties. There was no leakage noted. An assignable cause of not confirmed will be assigned to the as reported codes balloon leaked during use and balloon failed to inflate as the issues was not confirmed during the analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a vertebral artery (va) stenosis case, subject balloon catheter was used. Physician was unable to inflate the balloon of the subject balloon catheter during the procedure. When checked, leakage was found so the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.